Event description:
It was reported to medtronic neurosurgery that the pt line stopcock was cracked.

Manufacturer narrative:
The luer lock connector of the needleless injection site arm on the 4-way pt line stopcock was cracked. This damage precluded leak testing. This type of damage is likely attributable to improper use of cleaning solution. Per hosp procedures, (B)(6) is used to clean connections. After cleaning with alcohol, the connectors should be allowed to air dry completely prior to connecting the drainage bag. This will avoid possible cracking of the connectors, as noted in the instructions for use that accompany the product. Also note that alcohol is the only permissible cleaning agent for use on the connectors of this product. A review of the mfg records showed no anomalies. No impact to the pt was reported.